Event description:
Boston scientific received information that noise was present on right ventricular (rv) lead pace/sense and shock channel on stored events that had diverted therapies. The lead was capped and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.